Event description:
One drop blood glucose monitoring device is marketed with a subscription based refill of strips. Their software and model requires that the ordering of stirps only occurs through their application. The applicator would not load the page to order strips, thus making the device unusable. The company was approached for advice and alternatives to ordering strips. Further, there is no listing of compatible test strips which is understandable with their model. The reply was that the strips must be ordered through the application. The connection was that the software be deleted and reloaded with no mention on the data being preserved. A formal notice of complaint/feedback was made and the info was said to be communicated to the team. A request for the incident or complaint number was asked for but was not fulfilled, rather to call the number.